Manufacturer narrative:
During file review it was discovered that this was inadvertently submitted as a serialized device instead of a disposable set. Please reference the manufacturer report number 9616066-2019-00277 for the corrected MDR report.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tissue plasminogen activator (tpa) infusion started at 1140. Tpa noticed to be empty and side chamber of alaris pump chamber saturated in wet liquid with excess dripping on floor when side chamber opened. No patient harm. Biomed indicated a fail for rate accuracy when tested by biomed - recorded value 11.5g. Biomed sending out to OEM for repair. Waiting to obtain further information from biomed. We do not have the infusion or infusion tubing to check for possible leaks in those systems.". An incomplete date of event of xx-nov-2018 was provided.

Manufacturer narrative:
The customer¿s complaint of leaking on the floor when the side chamber opened could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tissue plasminogen activator (tpa) infusion started at 1140. Tpa noticed to be empty and side chamber of alaris pump chamber saturated in wet liquid with excess dripping on floor when side chamber opened. No patient harm. Biomed indicated a fail for rate accuracy when tested by biomed - recorded value 11.5g. Biomed sending out to OEM for repair. Waiting to obtain further information from biomed. We do not have the infusion or infusion tubing to check for possible leaks in those systems." An incomplete date of event of (B)(6) 2018 was provided.